Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to duplicate the reported event. However, errors found in the error log represent what the customer experienced. As a result the hard drive was reconfigured and software was reloaded due to errors found in the error log. It was also noted that the system fan was noisy.

Event description:
It was reported that the progammer had an error occur and that the power then suddenly failed. The programmer was returned for service. No patient complications have been reported as a result of this event.